Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 02/01/2016 to report a rash that occurred on (B)(6) 2015. The sensor was inserted into the arm. Patient's mother described the rash as itchy, oozing yellow liquid and foul smelling. Rash was located on the left arm and extended past the sensor patch. In (B)(6) of 2015, patient's mother took the patient to the dermatologist. Patient's mother could not recall the exact date of the doctor visit. Patient was prescribed triamcinolone cream. Affected area was treated with prescribed triamcinolone cream. Additionally, patient's mother reported that the rash took 6 weeks to heal. No additional event or patient information was reported. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.